Manufacturer narrative:
Date sent to the FDA: 3/11/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted small bowel adhered to the previously placed mesh so severely that it was growing into the wall of the small bowel. Upon further inspection, he discovered that the previously placed mesh had eroded into the small bowel and the patient was forced to undergo a bowel resection. The remainder of the previously placed mesh which had adhered to the anterior abdominal wall was removed. It was reported that the patient experienced severe pain, nausea, physical deformity, inflammation, loss of appetite, weakness, stress and anxiety. No additional information is provided.